Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient medical history received states that the patient has (B)(6) and diabetes mellitus. On an unknown date in 2013 the patient suffered a blow out fracture and then in 2016 the patient underwent retinal detachment surgery in which silicone oil was introduced into the eye. The superflex aspheric 920h iol was identified to be "unclear" on an unknown date in 2017 and was explanted in (B)(6) 2018. It is unclear at this time whether the sulcoflex iol has also been explanted. Clarification is being sought from rayner's danish distributor. As the report pertains to the development of opacification the lens has been sent to a third party independent laboratory to undergo structural and ultrastructural (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Half of the explanted lens was retained by the healthcare professional and was returned independently of rayner and rayner's danish distributor to the laboratory. The lens half in rayner's distributors possession has now also been sent onto the laboratory so that a complete analysis can be performed. Analysis is expected to take approximately 2-3 months to complete. The patient has a complicated medical history and has had repeat ocular trauma, with ocular inflammation over a prolonged time. The combination of environmental conditions, multiple surgical procedures and patient health could be causative factors to the suspected development of opacification in this case. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol ((B)(6) 2012) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch (B)(4).

Event description:
On (B)(6) 2018, rayner intraocular lenses limited received notification from its danish distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description received states that the patient has a primary superflex aspheric 920h and secondary/supplementary sulcoflex lens and that the primary superflex aspheric 920h iol had been observed to be "unclear" whilst the sulcoflex lens remains clear.

Event description:
On 2nd february 2018, rayner intraocular lenses limited received notification from its danish distributor of an event that occurred following implantation of a superflex aspheric 920h iol. The event description provided states that the patient underwent a duet procedure in which a primary and supplementary lens were implanted on the same date and that the primary superflex aspheric 920h iol had opacified post-operatively whilst the supplementary sulcolfex lens remains clear.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient medical history received states that the patient has hiv, hepatitis c and diabetes mellitus. The superflex aspheric 920h iol was implanted on (B)(6) 2012. On an unknown date in 2013 the patient suffered a blow out fracture and then in 2016 the patient underwent retinal detachment surgery during which silicone oil was introduced into the eye. The superflex aspheric 920h iol was identified to be "unclear" on an unknown date in 2017 and was explanted in (B)(6) 2018. The supplementary sulcoflex iol was also explanted; however, the healthcare facility has confirmed that the sulcoflex iol remains clear. The superflex aspheric 920h iol and sulcoflex iol were sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). Device analysis was completed on (B)(6) 2018. The device analysis concludes "sem, edx spectroscopy and tem analyses revealed a layer of crystalline deposits below one surface of the rayner aspheric 920h iol. The crystals were composed of ca5(po4)3oh. No information was received about lens manufacturing history. In summary, it is not possible to say how this iol opacification appeared." Analysis has confirmed that the sulcoflex iol is free of calcification. The following are identified as possible causes of opacification/calcification in published literature; off label use of intracameral alteplase (actilyse) (r-tpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient has a complicated medical history, complicated, traumatised eyes. These are all considered likely contributory factors to the development of calcification (confirmed by analysis) in this case. Our review of production records for the superflex aspheric 920h iol batch 012e31354 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the superflex aspheric 920h iol (january 2012) was carried out to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the superflex aspheric 920h iol batch 012e31354.